Event description:
It was reported the pt was unable to communicate with the ipg using the charging system. The pt was able to communicate with the programmer, and had received a low battery flag. The pt was not turning the system on due to the flag. The sjm rep met with the pt and attempted using other devices and was unable to recharge the ipg. The pt still had staples so an attempt was made once the staples were removed. It was reported the physician ordered an x-ray which showed the ipg was in the correct orientation. When the ipg was palpated, it was reported the device may be tilted within the pocket, but it was not believed to be implanted too deep to communicate. It was reported the pt was scheduled for surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.